Event description:
Pt was status post left ovarian mass with torsion removal and pelvic inflammatory disease in 2/04. At the time of that surgery two jackson-pratt drains were placed in the pelvis. Four days later the jackson pratt drains were ordered to be removed. In may of 2004 pt had a CT scan of the abdomen and pelvis for follow up since their pathology reported a low grade endometroid tumor. The CT scan showed a retained jackson pratt drain. The pt went to surgery about two and half months later for removal of the jackson-pratt drain. The drain was inspected to insure the entire object was removed. The drain remains in possession of user facility.